Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant: product ID 5554 lead, implanted: 2005-(B)(6). (B)(4)

Manufacturer narrative:
Correction: model #/lot #. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient claimed at a routine device check that the patient had heard a sound from the device a few days prior to it. The data was checked at the time and showed no record of event or any other abnormality, and the device was functioning without any problem. No event of arrhythmia was confirmed either. It was also reported that the with the physician¿s permission, technical service personnel conduct an environmental checkup at the patient¿s home and workplace. It was confirmed there was an electromagnetic interference at the patient¿s workplace. The device remains in use. No patient complications have been reported as a result of this event.